Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples could not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49494. Ees #.981003/j. D5, h4: information not avilable, device not returned for analysis.